Event description:
The patient reported that the battery life was short when inserting new batteries in the pump. She also mentioned that the pump felt hot to the touch. She denied any harm due to pump's temperature.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.